Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having breast cancer, hard time breathing, nasal/throat irritation or soreness, sores in mouth, stomach issues. The patient also alleged developing hole in her throat, diarrhea. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to breast cancer, nasal/throat irritation or soreness, hard time breathing, sores in her mouth, stomach issues, hole developing in her throat, diarrhea and device is not blowing enough air. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, pca, blower, blower box, p4 power connector. Missing accessory module flip door. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found 0 errors. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit.